Manufacturer narrative:
The device has been received for eval; however, the eval is not yet complete. A supplemental report will be submitted upon completion of eval.

Event description:
Customer's pump reset unexpectedly after a successful load process. Battery life was at 35% prior to the reset. There was no impact to the customer's blood glucose level.